Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is alarming xdcr fault. The customer stated that the ventilator was on the patient when this issue occurred and there was no patient harm or injury associated with this event.